Event description:
It was reported that every so often the battery ¿shocked the crap out of¿ the patient. There was a shocking or jolting sensation. Every so often the battery shocked the crap out of the patient if he bended or twisted a certain way. This started the day after it was implanted, on (B)(6). The implantable neurostimulator (ins) was down low in his back. The device was implanted to treat a permanent brain freeze that was locked in the patient¿s brain. The patient now had the device at 6 volts and at first it took care of 96 percent of the pain and now 70 percent but the patient¿s current device was still working better than the first one. It was noted that the patient¿s first device was up to 10 volts and it took care of 70% of the pain. The weekend before christmas, the patient was told that someone wasn¿t going to pay for the second surgery and his blood pressure shot up.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).